Event description:
It was reported that this lead resistance dropped below 200 ohms and noise was coming in, so a lead was added urgently. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).